Event description:
It was reported that the patients ipg had to be charged for a longer period of time and was not lasting as long between charges. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.